Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the rptr upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported that one of the prongs on the ac power cord was bent. The pump was returned to the (B)(4), where it was noted that one of the prongs was bent. No tracking info was provided; specific pt info, pump programming, or event details were available. There were no reports of any adverse pt events and no reported delays of critical therapies while the pump was in clinical use. Though requested, no additional info was provided.